Event description:
The article, "p115 "when the going gets tough, the tough get going": large thrombosis aspiration during percutaneous appendage occlusion", was reviewed. The article presents a case study of an 83-year-old woman with permanent atrial fibrillation who was referred for percutaneous left atrial appendage closure (laac) following a spontaneous intracranial hemorrhage caused by pituitary macroadenomas. It was reported that on an unknown date, an unknown amplatzer amulet left atrial appendage occluder was chosen for implant. Pre-procedural transesophageal echocardiography (tee) confirmed no thrombus was present. It was reported the patient was administered intravenous unfractionated heparin (ufh). After multiple attempts, the device was correctly positioned but prior to release it was observed a thrombus had formed within the left atrium and was attached to the delivery system (delivery cable). A further 4000 iu of ufh and 300 mg of salicylic acid were administrated, and a subsequent 300 s activated clotting time was recorded. A decision was made to remove the thrombus via negative pressure applied in the delivery system with a syringe. After removal of the thrombus, the device was released and the delivery system (delivery cable) was withdrawn into the delivery sheath and removed. Final tee showed no residual thrombus and no residual shunt. [ (B)(6) ]

Manufacturer narrative:
Literature article: p115 "when the going gets tough, the tough get going": large thrombosis aspiration during percutaneous appendage occlusion as reported in a research article, an event of thrombus was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.